Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator screen has no response to touch in the top 20mm of screen making it impossible to access the main menu via the touch screen. Signs of delamination visible on the bottom right hand side of screen. No patient involvement.

Manufacturer narrative:
Failure analysis (fa) lab received a vela front panel and conducted visual inspection. Visible ingress spots were noted around the edges on the touch screen display. The front panel was installed to a functional vela unit. The display was powered up in service mode and initialized patient-user displays and colors with no problems. A display calibration was performed. Touch display interaction was successful and can be calibrated. The customers issue could not be duplicated but failed due to visible moisture residue under the screen membrane causing intermittent operation. The failure was isolated to the touch screen. This reported event considered a known issue addressed with an internal action. The vela front panel was scrapped.